Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the peritonitis event. The patient was not treated with medication for the event. It was reported that a patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. The patient was not recovering from the peritonitis event at the time of death. Pd therapy was ongoing prior to and at the time of death. No additional information is available.